Manufacturer narrative:
Multiple attempts have been made to obtain additional information. There is no patient information or details of the procedure or event known at this time. Supplemental report(s) will be filed as information becomes available. The device has been returned and a product investigation completed. The manufactured date is not available at this time. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe tip unit. The wiper movement is normal. The movement of the handle is smooth. The jaw was inspected and noted the jaw mouth is broken which the user is experiencing. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion based on the evaluation confirms the user¿s complaint, the cause of the broken jaw mouth is due to excessive force, which is attributed to mishandling. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported for this event, during the procedure the device jaw broke off. There was no adverse impact to the patient. The procedure was completed, completion device unknown.